Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. Gender information was not provided. (B)(4). The service engineer replaced the split lite motor and performed adjustments. He cleaned and checked the entire optical system. (B)(4).

Event description:
The customer reported that a split line problem. No information was provided on when this occurred in the exam. The customer did not state that the fluorescein imaging was repeated. However, if the problem occurred during the fluorescein imaging portion of the exam, the technician may have rescheduled the exam. A rescheduled exam would have involved a repeat injection of fluorescein.